Event description:
Left side: patient reported being diagnosed with "raynaud's phenomenon" as well as a "silicone implant rupture" with no mention of surgical treatment or reoperation, patient later reported capsular contracture baker grade iii. Healthcare professional later reported rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, raynaud's phenomenon and capsular contracture baker grade iii. Information contained in this report was previously submitted through asr / psr on 2023-apr-3.